Manufacturer narrative:
(B)(4). Product not returned for investigation. Could not obtain customer contact information. Not enough information to evaluate for most likely underlying root cause of malfunction.

Event description:
The following was found on the FDA med watch site. Report #(B)(4). Date FDA received: 04/11/2013. Patient called to report that her trueresult nipro blood glucose meter is giving inaccurate and inconsistent results. This is her second blood glucose meter from this company. She said her first one, which she no longer has, also had problems. I have made a request via fax to the FDA foi act for the customer name and address along with any pertinent product information to correlate any inquiries that may be found in our data base and to also have the product returned for investigation. No subsequent information was received.